Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when or how the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level rose 400 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leaking during wear.